Event description:
The complainant reported that the patient on impella 5.5 support experienced rhythm changes overnight resulting in cardioversion. Impella subsequently repositioned with echocardiogram. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.